Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not working and caused the customer to experience elevated blood glucose (bg) levels. The customer's bg was 165 mg/dl and was addressed with manual injections. During a system check, tandem technical support confirmed that the pump was functioning as intended. The customer would consult with health care provider to discuss impacted bg levels.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.